Manufacturer narrative:
Device code 2883 relates to component code 3038. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was an error message during aspiration. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure in the graft. The catheter was primed outside the patient. During the procedure, aspiration was initiated inside the patient successfully. Then a check saline supply error message and a replace thrombectomy set error message displayed. There were also repeated error messages to re-prime on the console. The catheter would not work. There were no known patient complications reported. The procedure was completed with a different device.